Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -11.5 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 a refractive surprise was noted by the surgeon. On 28-08-2017, during the patient's last reported visit, the ucva was measured at 20/20 and the rx +0.25 sph. Per the surgeon no lens exchange is needed. The claim reporter stated that there possibly was some visco left in the eye at 1-day post-op, which may have caused the refractive surprise. The problem is resolved.